Event description:
It was reported that the patient had a seizure at home which caused the lead to dislodge. The patient experienced atrial fibrillation and was shocked 73 times. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.